Manufacturer narrative:
The achieve mapping catheter 990063-020 with lot number 218369992 was returned and analyzed. Visual inspection showed the loop was kinked and twisted. The mapping catheter was connected to the diagnostic computer and channel pairs were not displaying any noise. Movement and deflection of the catheter, distal to the lemo connector, did not induce any interference noise. In conclusion, the mapping catheter failed the returned product inspection due to the kinked and twisted loop. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.